Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Inspection identified a cracked blade. The instrument was connected to an in-house harmonic ace generator and an error message was observed, reproducing the customer reported issue. Further investigation found that the teflon pad was damaged on the clamp arm. A piece measuring approximately 0.109" x 0.029" was not returned with the instrument. Teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image by a isi regulatory post market surveillance analyst shows no visible damage to the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument generator displayed a message prompting that the tip was overstressed. The user completed the procedure using a backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient and further added that the instrument issue was observed after removal outside of the patient's body. The patient has not returned to the hospital due to post-surgical complications.